Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 18, 2018 that a flexiva ID 200 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure and outside the patient, the laser fiber was broken after it was slightly hit by a pressure bag tubing. The procedure was completed with another flexiva ID 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.